Event description:
It was reported that syringe 20ml ll precise had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: we have noticed that several of the 20ml precise syringes have contained tiny pieces of light blue debris in them.

Manufacturer narrative:
H6: investigation: one sample with an open packaging was received by our quality team for investigation. From the sample, foreign matter was observed inside the syringe barrel ¿ a tiny piece of blue foreign matter on top of the stopper. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause of this could likely come from the worn off barrel conveyor belt. Due to wear and tear of the conveyor belt, the worn off particles drop and stuck inside the barrel and moved to the assembly process. H3 other text: see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll precise had foreign matter. This occurred on 2 occasions. The following information was provided by the initial reporter: we have noticed that several of the 20ml precise syringes have contained tiny pieces of light blue debris in them.